Event description:
It was reported via e-mail that the customer has been treated in the emergency room for hyperglycemia. The doctor requested someone to come to the hospital to get her back on the insulin pump. It was stated that the customer came into the facility intoxicated and that she had an infusion set attached to her body, but it was ripped off or damage as result of a fall. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.